Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, "ICU rn called by supervisor to place accucath for patient in room 286-1 with difficult IV access. Rn arrived to room to place accucath. Patient's right upper extremity was utilized, as no limb alert present. Accucath placed under ultrasound guidance, brachial vein accessed, at superficial location near antecubital fossa. Guidewire threaded without resistance, catheter advanced off guidewire. Venous blood return was present at this time. Guidewire and needle were subsequently retracted. Resistance was met to guidewire withdrawal. Attempt to gently remove catheter revealed once again resistance and the device was stuck in the patient's arm. Patient discomfort noted with this attempt. The device was secured, and the md/supervisor were immediately notified. Device removed by md without immediate complication. Upon removal the device, catheter, and guidewire were intact, however the guidewire was caught at the distal end of the catheter and upon retraction curled the catheter back onto itself, kinked at multiple locations, which occurred inside the patient¿s vessel. Guidewire was removed from catheter for closer inspection and remained intact. Product catalog number: ac1202252. 20gx2.25 in accucath ace intravascular catheter with 0.008 in. Nitinol guidewire tip. Guidewire for placement of accucath became bent and difficult to remove from patient¿s vein patient complained of some discomfort when tension was met upon attempted removal of guidewire. ICU rn notified mho and physician immediately after securing the line. Physician was able to remove guidewire and there was no patient harm."